Event description:
It was reported that the patient received an uncommanded bolus of 9 units. Patient reported he was at work with the pdm (personal diabetes manager) in his pocket at the time the uncommanded bolus was delivered. He stated he was checking his pdm screen and saw bolus on his screen, so he looked in the pdm history details and saw the 9-unit uncommanded bolus had been delivered. No impacted to blood glucose levels was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported uncommanded bolus. Lot release records were reviewed, and the product lot met all acceptance criteria. Cloud - locked down/smartphone; lockdown. Cloud - omnipod 5 software app version; 3.1.1. Cloud - smartphone operating system; n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware; n5004l. Cloud - cgm sensor type; g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.